Event description:
It was reported that the customer experienced low blood glucose levels, which the customer treated with glucose liquid. The blood glucose reading was 31 mg/dl. The customer stated that she did not think that the insulin pump was loud enough. She advised that this issue had never happened before and did not recur since then. The customer was advised to call at the time of the event occurrence for proper troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.